Manufacturer narrative:
(B)(4) on an unreported date, the patient experienced cloudy effluent. This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent, coincident with peritoneal dialysis therapy. It was reported that the patient went to the hospital, but it was not verified if the patient was hospitalized for the event. The cause of the cloudy effluent was reported to possibly be due to a break in aseptic technique, but as this was not verified, the cause of the cloudy effluent is assessed as unknown. On unreported date(s), the patient was treated with unknown antibiotic(s) (route, medication, dosage, frequency, and duration not reported) for the cloudy effluent. It was not reported if dianeal therapy was ongoing. The patient was recovered from the cloudy effluent. It was unknown if the patient was retrained on the proper aseptic technique. No additional information is available.